Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl range. She treated via manual insulin injection. The customer stated that she has trouble with her sites and had to change her sites every twelve hours. She has scarred tissue on her body. The insulin pump was not returned for analysis.